Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. It was reported that the patient had an incipient driveline infection, and a wound revision and debridement were performed in the operating room. It was a staphylococcus haemolyticus infection, and the patient¿s symptoms were secretion around the driveline, slight redness of skin, and slightly elevated markers of inflammation. The patient was put on antibiotics and underwent surgical debridement on (B)(6) 2021 and (B)(6) 2021. The infection resolved without sequelae on (B)(6) 2021. The patient also experienced sustained atrial fibrillation (afib) on (B)(6) 2021, and cardioversion was done to resolve it. The patient had a history of afib and an ICD implant prior to vad implant, and the cardiac arrhythmia was not device related. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20jan2021. The hm 3 left ventricular assist system (lvas) IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the IFU and patient handbook contain information on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an incipient driveline infection on (B)(6) 2021. A wound revision and debridement were performed in the operating room (or). Additional information started to have atrial fibrillation and the electric cardioversion had to be done. It was informed that the type of infection was a staphylococcus heamolyticus. There were secretion around the driveline, slight redness of skin, slightly elevated markers of inflammation. Patient was on antibiotics, on (B)(6) 2021 there was a surgical debridement, on (B)(6) 2021 there was surgical debridement. The patient also started to have atrial fibrillation (afib) on (B)(6) 2021 an the electric cardioversion had to be done. The arrhythmia did not result in clinical compromise. It was sustained, afib. Patient had a history of afib prior implant. The arrhythmia in this event was not thought to be device or therapy related. Implantable cardioverter defibrillator (ICD) was implanted in 2019. Cardioversion was terminated for afib on (B)(6) 2021.